Event description:
Patient allegedly received an implant on (B)(6) 2011 via right internal jugular vein due to pulmonary embolism (pe). The patient reports an attempted filter retrieval on (B)(6) 2018 with no further details. Patient is alleging vena cava perforation. The patient further alleges ¿blood lesions that don't heal and that have scarred my body. Veins that are visible all over my body. Shortness of breath. Constantly tired. I nearly faint when laughing due to minimal blood flow. Leg is constantly swollen and is painful to the touch. I live in constant fear of vascular damage in my leg due to damage from filter.¿ patient alleges limitations in ¿walking for extended periods, no longer able to play with children, reduced intimacy with wife, can no longer exercise.¿ in addition, the patient notes, ¿I developed gangrene due to ivc filter placement and lack of blood flow in my left leg and suffered for months and several visits to ER to check on status of my wound. Finally saw dr. (Name removed) who immediately had my surgery upon seeing me. I've had blood legions on my right leg where the blood has bled through to the surface of my skin. Those spots ruptured and due to a lack of blood flow the wounds could not heal properly and scars have developed all over my lower right leg. I have physical appearance damage of my skin on my right leg and its humiliating for people to see it. I can no longer get to much sun on my leg due to skin damage and irritation. I have a constant swollen leg and have to lay down constantly due to vascular damage in my leg to decrease the swelling. I developed a minor blood clot in my right thigh which was resolved after yet another visit to the ER at (name withheld) hospital in 2012 or 2013 to my recollection. I have veins that stick out all over my body now that are embarrassing and humiliating when I take my shirt off at the beach or pool from the vascular damage. I have shortness of breath, I get tired easily, I almost pass out every time I begin to laugh from lack of blood flow. My leg can be painful to the touch in my lower right leg at times from what I believe is nerve and skin damage from the saphenous vein reduction due to the restriction of the blood flow due to the filter. I have serious intimacy issues and unable to perform at times even with the help of ed medications. In conclusion I feel I need further treatment from various problems and I am worried that I may lose my right lower half of my leg in the future due to the prolonged ivc filter placement in my body. I think that this should be heavily considered in my case. Furthermore, I don't know how I will be able to take care of my special needs son who has autism and my daughter. I am the caretaker of them both and I need to be able to earn a living by working and advancing my career. I need to be able to provide them with a home, food and reliable transportation. If I lose my leg due to further complications brought on by circulation due to the ivc filter issues I worry about our future and being able to survive and care for his needs especially as he matures into an adult. I have a feeling my son will be living with me for the rest of his life.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿impression: the most peripheral strusts of the ivc filter projecting outside the lumen but does not penetrate any major vascular structures.¿

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, deep vein thrombus, unhealing blood lesions/wounds, gangrene, scars, shortness of breath, constantly tired, nearly faint when laughing, minimal blood flow, vascular damage, swollen and painful leg, fear, skin damage/irritation, leg swelling and pain, veins sticking out, intimacy issues, worry, limited physical activity. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported unhealing blood lesions/wounds, gangrene, scars, shortness of breath, constantly tired, nearly faint when laughing, minimal blood flow, vascular damage, swollen and painful leg, fear, skin damage/irritation, leg swelling and pain, veins sticking out, intimacy issues, worry, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.